Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm (B)(6) 2024. On 09-06-2024, the patient reported they experienced inaccurate cgm values on (B)(6) 2024, 5 days after the sensor had been inserted in the arm. The patient experienced no symptoms. The cgm was reading low and the blood glucose was not checked. The patient self-treated with carbohydrates and went to the emergency department (ed). At the ed, the bg was 600 mgdl by fingerstick and 800 mgdl by blood work. The estimated glucose value (egv) at that time was not documented and the sensor was removed. The patient was diagnosed with diabetic ketoacidosis (dka), treated with insulin drip in intensive care unit (ICU), and discharged after 2 days. There was no documentation of further medical evaluation or intervention. No other details were documented. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.